Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports a number of syringes both insulin and (B)(6), are not locking correctly. The customer states there is a flaw which allows the user to continue to twist the locking mechanism after it has been locked, allowing it to become unlocked.

Manufacturer narrative:
Submit date; (B)(6) 2012: an investigation is currently underway. Upon completion, the results will be forwarded.